Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system new orders were not crossing over to 2 stations in 2 separate facilities. A technical support specialist (tss) dialed into the server and ran the server downtime query and found that the last processed carefusion coordination engine (cce) xml sent time was current with the server time, with no disconnected flags or pending messages for processing. Upon checking the health sight viewer (hsv), observed that two stations had been manually placed into critical override by a user and also noted patient information showing a delayed/down notice for approximately two hours. All services were verified to be up and running. The tss then contacted the user and advised them to follow up with hospital information technology (hit) to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.